Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damage. All returned power accessories were used for further testing and performances. There were no evidence of sparks or sparking coming from the pes. Unit was able to power on/off without any power malfunctions or interruptions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported that the patient electronics system sparked. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.